Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge field service engineer unable to duplicate "blood detected" alarm. He tested with the balloon and trainer. However, he verified blood detected entries in fault log. Verified blood detection calibration within factory specifications. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The full name of the initial reporter (e1) should read ali stuart-white, but the first name was abbreviated due to the contents exceeding character limit.

Event description:
The customer reported during patient use "blood detected alarm" on a cs300 iabp. No indication of a leak , all lines secure. The customer replaced with the another iabp unit to continue therapy and sent original to bio-med for evaluation. No adverse event reported.